Event description:
A report was received that during a suction procedure, the closed suction system could not function due to a broken ventilator transducer. No patient injury or adverse event were reported.